Manufacturer narrative:
H2: the correct fdm/fdr/fdc codes were updated and applied. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes and contributing factors for the failure to open were unknown. The pipeline did not open in the distal section. The pipeline was placed in the straight section when it failed to open. The pipeline was recaptured and redeployed in an attempt to open the pipeline. The angiographic result post procedure shows the contrast agent was clearly visualized on the angiography. The "ra'b" was a typographical error. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent's tip end failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 6.7 mm and a 4.5 mm neck diameter. The landing zone was 4.6 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was "patent vessels." It was reported that during treatment of a ra'b ophthalmic segment aneurysm, the tip end of the stent failed to open. Multiple attempts were made to recapture and redeploy it, but the stent still could not be opened. After switching to another stent, the procedure proceeded smoothly. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a navien guide catheter.